Event description:
The customer reported that they believe a high heart rate (hr) alarm did not go off on (B)(6) 2019 at 02:55 a.m. And they believe it should have gone off. No death or patient / user injury or harm was reported.